Event description:
The customer questioned one (1) high glucose patient result, involving the au5800 clinical chemistry analyzer. The customer indicated they questioned the initial patient result of 5.2 mmol/l due to the result being higher than the patient clinical history result. The patient sample was repeated and obtained higher result (8.99 mmol/l). Patient sample was repeated again and obtained result of 5.26 mmol/l. A beckman coulter laboratory solution specialist (lss) reviewed results and confirmed that there was no issue with the initial patient result. The lss determined the false high result occurred on the repeated result. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided patient data for false high result.

Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The lss inspected the patient results and reviewed reaction curves of initial result and did not identify any issues. The lss also performed precision test and did not identify any issues. The lss noted the repeated test result was higher than initial result (8.99 mmol/l) which was noted to have ran after bicarbonate (co2) assay. The lss performed a carryover test and identified that the co2 reagent affected the reagent via reagent probes. The lss found that there was insufficient water being supplied by the reagent probes. A beckman field service engineer (fse) was dispatched onsite to evaluate hardware. Upon further inspecting of the instrument, the fse determined the degasser pump and reagent probe inner wash switch valve were defective. The fse replaced the degasser pump and reagent inner switch valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone is (B)(6). Beckman coulter internal identifier is (B)(4).